Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/16/2018, that on (B)(6) 2018, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined as calibrations were not available for analysis. The patient did not enter calibrations every 12 hours. Labeling indicates: calibrate the dexcom at least once every 12 hours. The dexcom needs to be calibrated in order to provide accurate readings.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the patient did not enter calibrations every 12 hours."

Event description:
Reportedly, the patient did not enter calibrations every 12 hours.